Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to implant the inflatable penile prosthesis (ipp). After the procedure, the patient reported they were dissatisfied with the device. The patient stated that when the device is erect, they have lost over an inch in length, there is curvature, and numbness in the glans. The patient has become depressed due to the dissatisfaction from their partner. Patient will discuss further steps with their provider.

Event description:
It was reported that the patient underwent surgical intervention to implant the inflatable penile prosthesis (ipp). After the procedure, the patient reported they were dissatisfied with the device. The patient stated that when the device is erect, they have lost over an inch in length, there is curvature, and numbness in the glans. The patient has become depressed due to the dissatisfaction from their partner. Patient will discuss further steps with their provider.